Event description:
The reporter indicated that the patient came back to the hospital on 04/11/97 for swelling around the implant site. Fluid was withdrawn (aspirated) from the site and was cultured. Fluid is now growing a microbacterium species. The fluid and the infection was identified as a non tuberculin mycobacterium, species non-specific. The device was explanted.

Manufacturer narrative:
Summary of analysis: lead was damaged during extraction, but electrical function was normal. Cannot verify complaint of infection.